Event description:
Clinical study. Same case as 6000093-2007-00503. It was reported that 489 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated a 3.0x40mm, 100% in-stent restenosed lesion in the saphenous vein graft of mid left anterior descending artery (svg of mid lad) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.5x12mm and 3.0x32mm. Residual stenosis was 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Four hundred and eighty nine days after the index procedure, the pt expired. The cause of death was acute cardiorespiratory arrest. The physician noted that it was unk if the target vessel was involved. The start date of event leading to death was the same day. No autopsy was performed. No further info is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.